Event description:
It was reported that black foreign matter was found in the syringe s2 10ml 22ga 1-1/4in bd china before use. The following information was provided by the initial reporter, translated from chinese to english: "it was found that black foreign matter before preparation."

Manufacturer narrative:
H.6. Investigation summary: bd was not provided with photos or samples for catalog 1003981 lot 1811383 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. The whole process to assembly and package the product takes place in an environmental controlled room where the air is continuously filtered using a hepa filter system and there are several strict measures. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. We can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the syringe s2 10 ml 22 ga 1-1/4 in bd (B)(6) before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found that black foreign matter before preparation."